Event description:
During review of an (B)(6) female pt's download, several overvoltage set faults were discovered in the data. Zoll lifecor customer support contacted the pt about retrieving the suspect monitor. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor will not power up) has been confirmed. Upon evaluation, the monitor was found to have a defective component, c1 the c1 component is an equivalent series resistance capacitor located on the computer/analog pca board. The c1 component shorted out and caused the monitor to malfunction. The defective c1 also caused damage to several other internal components (d1, u1, l1, and l2). The root cause of the electrical short circuit cannot be positively identified but was likely random component failure. The monitor was able to power up, however, it would not charge the converter. No adverse event resulted from the defective component. The pt received a replacement electrode belt.